Event description:
It was reported that while installing a new printer, arcing was noticed as the connector on the cord touched the video cart. Further, 24 volts was present on the metal housing of the connector. The connector was checked and at the strain relief it was found that it has been clamped around the inner cores and not the outer cable insulation causing a short to the metal casing.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.